Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the caller was having trouble with their implant. Caller reports she checked patient's implant and patient felt a jolt and her head won't stop shaking, they went out to eat and caller had to fee the patient because she was shaking. Caller states she is trying to get in touch with the healthcare provider and left message for them. They synced with the patient programmer and it showed off/ok and settings are group b, 3.10 and 2.5. It was reviewed how to turn stimulation back on and this resolved the issue. The patient got better. Troubleshooting resolved the issue. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the stimulation off, jolt, and shaking was not determined.